Manufacturer narrative:
Follow-up #1: date of submission 05/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: there was one unexpected pump reboot observed in the black box. The pump powered up with audio and vibratory to a clear display, but the buttons were unresponsive. The keypad was undamaged and no contamination was found to the button contacts when it was removed. A visual inspection showed no evidence of moisture ingress, but the leak test failed due to a battery compartment leak. Unrelated to the original complaint, the battery compartment was cracked between the keypad and the case seal. The returned battery cap was able to fit to maintain electrical connection. The pump¿s cover was removed and there was moisture corrosion observed inside.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.